Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a low blood glucose reading of 20 mg/dl. The customer believed that the insulin pump delivered 80 units of insulin while he slept. Prior to the event, the customer stated that he changed the reservoir, and was not connected during the manual prime. Found that the customer pre-fills reservoirs and re-uses the reservoir transfer guards. The customer also stated that he uses a homemade apparatus to assist him with the filling of the reservoirs. Advised the customer that he should not be pre-filling reservoirs or re-using any of the consumables. The customer was not comfortable with the insulin pump and requested a replacement. Nothing further was reported.